Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after an interventional left external iliac artery stenting procedure. Reportedly after deploying the sutures, the guide wire could not be inserted into the proglide guide wire exit port. The sutures of the proglide device achieved hemostasis. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. No additional information was provided.